Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged machine was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
A user facility charge nurse (cn) reported a hemodialysis (hd) patient had higher than expected fluid removal. The cn stated the patient consistently goes over the fluid removal limit, after treatment and stated that the machine has no issues and that the patient has the same result regardless of the machine used. Per cn the patient was having issues with excess fluid removal of between 200 ml and 500 ml after treatments and called to inquire about any potential suggestions to resolve the issue. Per rn the patient did occasionally drain out more fluid than what was programmed, regardless of the machine or staff that is assisting the patient. The cn stated the issue only occurred with this patient, and stated it is not an issue with any of the specific machines or nurses. The rn stated the patient remained asymptomatic and was able to complete hemodialysis treatments with the k2 machines. Additional follow-up was made with the hd patient's primary registered nurse (rn), who stated the patient had the same issue regardless of which machine he is placed on, and indicated no other patients have issues with any of the machines. Per rn the patient avoids the excess fluid removal by not performing a final rinse back to avoid the excess fluid removal. The rn stated the patient¿s expected total ultrafiltration volumes after treatment was 3000 ml. The patient¿s treatment times varied between 3 to 4 hours, and the patient did not eat or drink during treatments. Per rn the patient¿s clothing, including shoes, were accounted for when determining the patient¿s pre-treatment and post-treatment weights. The rn stated the patient¿s blood flow rates (bfr) were set at 500, with a venous blood pressure average of 170.

Manufacturer narrative:
Conclusion: based on the information available, and the conversation with the charge nurse on (B)(6) 2018, there is no documentation or indication a fresenius device(s) caused or contributed to a serious adverse patient outcome. Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected.

Event description:
A user facility charge nurse (cn) reported a hemodialysis (hd) patient had higher than expected fluid removal. The cn stated the patient consistently goes over the fluid removal limit, after treatment and stated that the machine has no issues and that the patient has the same result regardless of the machine used. Per cn the patient was having issues with excess fluid removal of between 200ml and 500ml after treatments and called to inquire about any potential suggestions to resolve the issue. Per rn the patient did occasionally drain out more fluid than what was programmed, regardless of the machine or staff that is assisting the patient. The cn stated the issue only occurred with this patient, and stated it is not an issue with any of the specific machines or nurses. The rn stated the patient remained asymptomatic and was able to complete hemodialysis treatments with the k2 machines. Additional follow-up was made with the hd patient's primary registered nurse (rn), who stated the patient had the same issue regardless of which machine he is placed on, and indicated no other patients have issues with any of the machines. Per rn the patient avoids the excess fluid removal by not performing a final rinse back to avoid the excess fluid removal. The rn stated the patient¿s expected total ultrafiltration volumes after treatment was 3000ml. The patient¿s treatment times varied between 3 to 4 hours, and the patient did not eat or drink during treatments. Per rn the patient¿s clothing, including shoes, were accounted for when determining the patient¿s pre-treatment and post-treatment weights. The rn stated the patient¿s blood flow rates (bfr) were set at 500, with a venous blood pressure average of 170. Additional follow-up was made with the charge nurse (cn) on (B)(6) 2018, who confirmed the reported event(s) of increased ultrafiltration were consistent regardless of machine and/or nurse providing hemodialysis treatment. Additionally, the cn stated all machines have undergone and are up-to-date on all preventative maintenance. There are no additional ultrafiltration concerns with any other dialysis patients utilizing these machines or nurses. I asked the cn to demonstrate/review his calculations to better understand his documentation practices, and noted the cn added 400cc to the calculation of ultrafiltration. The cn stated it was to account for the rinse back volume. The cn went on to state since his initial call to customer service, there was some discussion among his peers and the nephrologist regarding the application of the 400cc into the calculation of ultrafiltration. The cn stated since he placed the initial call to customer service they have stopped including the 400cc rinse back volume and since then, the numbers have added up. The cn stated he believed this resolved the issue.